Manufacturer narrative:
It was reported that the release indicators on the output cable for the patient's controller ac adapter and batteries were missing. Two controller ac adapters, (B)(4) and four batteries, (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated batteries met all requirements for release. Failure analysis of (B)(4) revealed that the unit passed visual inspection and functional testing. Failure analysis of (B)(4) revealed that the units passed functional testing but failed visual inspection due to an illegible release indictor on the output cable. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. The most likely root cause of the illegible indicator on the output cable can be attributed to patient use or due to wear. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU also instructs patients to inspect batteries once a week for physical damage, including the battery cable and connectors. Exterior surfaces of the batteries should be cleaned using a clean cloth. A damp cloth may be used but a wet cloth should not. Batteries that appear damaged are not to be used. Damaged batteries must be replaced. It further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. The IFU cautions users to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. (B)(4). Cac adapter - (B)(4) / 1430it / manufacturing date: 12/31/2014 / expiration date: 12/31/2015. (B)(4). Cac adapter - (B)(4) / 1430it / manufacturing date: 12/31/2014 / expiration date: 12/31/2015. (B)(4).

Event description:
A report was received that the patient's cac adapters and batteries lost the white arrow marker located on the connector. The devices were replaced with no reported consequence or impact to the patient. No further information was provided.